Manufacturer narrative:
This report is being filed to correct the describe event or problem field.

Event description:
It it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of potential premature battery depletion. The device battery decreased to 14%. Technical services (ts) recommended device replacement. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device triggered a battery depletion alert. Technical services (ts) review of the device data confirmed premature battery depletion and noted that the replacement window ends (B)(6) 2024. No adverse patient effects were reported. The device remains implanted.